Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspension. The sensor glucose was 2.8 mmol/l, and the blood glucose value was 8 mmol/l which is outside of the acceptable range. It was also reported that the customer received a change sensor alert, sensor updating alert and calibration not accepted alert. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the sensor and it will not be returned for analysis.